Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-22990; 2017865-2020-22991. It was reported that the system was explanted due to infection. The origin of the infection was unknown. The patient was recovering following the procedure.